Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a zonule tear occurred during quad removal mode. The surgeon indicated that anterior chamber instability was experienced. Upon follow up it was informed that the"zonule tear was not serious and was able to finish the surgery." The procedure was completed without additional medical intervention. The product sample is not available as it was discarded. There is no additional information available at this time.

Manufacturer narrative:
A review of the device history record showed that the product was released as per specification. A product sample was not returned for evaluation. Though the definitive root cause of this customer's complaint cannot be determined as a sample was not returned for investigation. An internal investigation has been opened to address reports of a similar nature. (B)(4).